Manufacturer narrative:
Beginning 05/31/2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 04/17/1998 and has no repair history at zimmer surgical. Evaluation of the device observed that the comb was bent. It was also observed that a set screw was exposed on the inside of the ratchet, the right end of the roller was gnarled and the gear was slightly deformed. Customer did not return any cutters for evaluation. Prior to repair, zimmer test mesh and calibration check could not be performed due to the damaged comb. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was initially reported that the zimmer skin graft mesher needed calibration. Additional clinical follow up with the customer indicated that the mesher was dull and was not meshing the graft properly; however the graft was still able to be used. There was no impact to the pt and no extension in surgical time.